Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, there was none to moderate difficulty noted faced when inserting 1st esheath into the patient. The heart team was unsuccessful in advancing the 1st sapien 29mm valve through the tip of the 1st 16fr esheath+. The delivery system and valve did not exit the tip of the sheath. However, the tip of the esheath was ripped. After multiple attempts the heart team made the decision to remove the 1st sapien 29mm valve and 29mm commander delivery system and 16fr esheath+. A second sapien 3ur 29mm was prepped on commander delivery system and inserted via the esheath+ without issue. The valve was successfully implanted and patient was transferred to the unit in stable condition. There was no patient injury noted. The root cause of the event was unknown. During evaluation, engineering attempted to inflate balloon and observed one (1) pinhole leak located on the crimp balloon over the ic bond area.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was completed. The returned device was visually evaluated and the following was observed: the crimped valve was stuck within the proximal end of the sheath hub. The sheath hub was disassembled to remove the stuck valve and delivery system. After removal, the outflow side of the valve was located near the proximal end of the inflation balloon, in the inflation to crimp (I/c) balloon bond area. No abnormalities were found on the valve. Engineering attempted to inflate the balloon. During inflation, a pinhole leak was observed on the crimp balloon near the I/c bond area. The crimp balloon double wall thickness was measured along the edges of the damaged area and the double wall measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirmed based on returned device evaluation. Based on the returned device revaluation, the device conforms to the specification. Therefore, the presence of a manufacturing non-conformance was not confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''there was none to moderate difficulty noted faced when inserting 1st esheath into the patient. The heart team was unsuccessful in advancing the 1st sapien 29mm valve through the tip of the 1st 16fr esheath+. The delivery system and valve did not exit the tip of the sheath. However, the tip of the esheath was ripped. After multiple attempts the heart team made the decision to remove the 1st sapien 29mm valve and 29mm commander delivery system and 16fr esheath+.'' It was reported that resistance was encountered while inserting the delivery system and crimped valve through the sheath. Device manipulation (e.g., push/pull technique) may have been applied to overcome this resistance, which could have caused the valve to shift distally, compress against the balloon, and result in pinhole damage to the balloon. Similarly, pinhole damage may have occurred during withdrawal. The valve appeared lodged within the sheath hub upon return, indicating device manipulation or attempts to withdraw the delivery system from the sheath. This additional force from manipulation can increase the risk of contact between the valve apices and the crimp balloon, leading to the observed pinhole damage. Based on the available information, procedural factors (device manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.